Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was gathered. It was stated that coconut oil and cortisone is used to treat the rash. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)the complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on or before (B)(6) 2015, the patient developed a skin reaction under sensor adhesive, at sensor insertion site. Sensor was inserted in( B)(6) 2015, exact date is unknown. Patient's mother described the skin reaction as an inflamed and oozing rash at sensor site. Patient's mother reported rash worsens with each sensor change. Patient's mother has tried several unspecified skin barriers that have not helped. Patient stopped wearing sensor due to severity of irritation. Patient's mother stated that some of the rashes became infected. Additionally, mother reported insertion site of the needle seems to be the cause of irritation, as opposed to a reaction from the adhesive. Date of medical intervention is unknown. Current condition of patient is unknown. No additional event or patient information is available.